Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. Therefore also the UDI could not be determined. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the essenz cockpit. The cockpit log files have been analyzed: there is neither evidence of segmentation faults of iag, nor any watchdog reset event. It appears that a full reboot of the system occurred at around 14.22 and the case was restarted at 14:25. The sequence identifies a freeze of 2 minutes, which can be linked to cockpit tscp fully stuck and sscp triggering a hard reset. The cockpit log analysis confirmed the event was a cockpit reboot. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, at the end of a procedure while returning the blood to patient, the essenz cockpit froze. Medical team saw the flow on the art pump even if the pump was turned to zero. Medical team tried to tap on screen and nothing happened: the pumps were still controllable from cockpit but screen was frozen. Medical team restarted the device, went back on "last case"; everything was as set except for the gas blender that restarted with default settings. There is no report of any patient injury.

Manufacturer narrative:
H11: the investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region.

Event description:
See initial report.